Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010.

Event description:
It was reported that a lead integrity alert (lia) triggered due to noise, non-sustained ventricular tachycardia (vt), and highly variable and increased right ventricular (rv) lead impedances. In addition, there was a known issue with double impedance values and increased capture thresholds on the right atrial (ra) lead. Further follow-up with the clinician revealed that tachy therapies were turned off for the rv lead, and there were plans to replace the ra lead at an upcoming device changeout. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.